Event description:
According to the reporter, after an esophageal procedure, it was discovered that the study recorded for only 20 hours out of 96 hours. The batter was full. It is unknown if a repeat procedure has been performed. No other known adverse events were reported.